Event description:
It was reported a patient experienced peritonitis. The patient was not hospitalized for the event and the treatment was not reported. The patient is recovering from the event. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13e09021 and h13f08013. All release criteria were met prior to the release of these lots. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).